Event description:
Procedure type: lower anterior resection. According to the reporter: the instrument was assembled correctly. The yellow safety was removed from the device at the operation table. After placing the instrument in the situs it could be opened and closed as usual. Because the pt was young with normal/thin tissue conditions the surgeon used the magazine 3.5. During firing, the surgeon noticed that the handle release was very tight. During the release, the instrument was very loud. It was loud again at the second firing. The surgeon finished the process. After control, the surgeon noticed that the instrument cut but did not clip. He tried to fire again. The open clips came out and the lumen was not closed. At the end the surgeon re-resected deeper and closed the circular anastomosis with a different device. The further process was without problems. Pt is ok. Operative time was extended by more than 30 minutes. No blood loss occurred. There was no change in the operation. There was no tissue damage or loss. Tacks fell into cavity and were retrieved.

Manufacturer narrative:
(B)(4).